Event description:
Physician reported that needle separated from the syringe during attempt to inject pt. There was pt contact, but no injury to the pt. Syringe was past its expiration date at time of attempted use. Event being reported due to possibility that similar event might lead to an injury.